Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer indicated that once the pump went dry, all muscle spasms stopped. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported by the patient that she had been waiting for 6 months to get the pump changed out and "it's been empty." The patient requested listings for a new physician. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient's pump was malfunctioning and was empty. The patient was also looking for a doctor in her area.

Manufacturer narrative:
Product ID (B)(4) serial# (B)(4) implanted: (B)(4) 2013: product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), serial/lot #: (B)(4), ubd: (B)(4) 2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated the patient was receiving intrathecal unknown baclofen and morphine (concentrations and doses not provided). However, it was also reported it was the lowest dose of morphine and one-time healthcare provider (hcp) increase flow to 25%. Physician's listings were requested as the patient no longer had a hcp. It was reported the patient¿s insurance company was helping her with information, but she needed help finding a physician who could remove the pump and catheter because of a difficult situation. The pump had been empty for seven months ((B)(6)) and was trying to find a neuro surgeon who could help her. It was reported she needed to have the empty pump and catheter removed form her lower belly leaving that pocket empty and then the healthcare provider (hcp) must go into the back pocket, lower left buttocks. It was noted the pump and catheter worked very well, but started to malfunction. It was noted the pump starting malfunctioning three years after implant. The pump or catheter malfunctioned and created ¿two narrow mountain¿ a horrible painful muscle spasm and was taking medication for it. It was n oted she was laying at hospital bed and the hcp knew the pump or catheter was malfunctioning and he wanted to fill the pump with morphine and 1/3 baclofen. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that patient called again about the same issue. Patient said her healthcare professional (hcp) cancelled her surgery. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the pump worked "really well" for several years. The patient did not think there was anything wrong with the pump and thought the problem was that the catheter wore out. It was noted the pump had been empty for over 9 months. It was stated the pump or catheter was malfunctioning for "a while" and was creating painful muscle spasms. The patient was given opioid medication to counteract the spasms. Additionally it was noted the patient was medication sensitive. They had the medication "too strong" and they had to put a lesser dose. The patient always had a low concentration and dose. No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the catheter was wore out and leaking.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that patient had found a 5 star healthcare professional (hcp) who planned to remove her pump and implant a stimulator in an old pocket site. Pt did not want to provide the hcp's name at this time but indicated she would call back at a later time to update her records. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that patient did not think it was the pump but a problem was the catheter. Patient would behaving a test with some "blue dye" to check. Patient would be going to have pump removed the week of (B)(6) - there was not a set date yet. Patient stated it took two trips to get the alarm turned off. Patient was going to have the healthcare professional give her the pump to be analyzed. Patient stated pump worked and it was wonderful until muscle spasms started. No further complications were reported.